Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead demonstrated a wide qrs complex, resulting in inappropriate pacing and far-field sensing on the atrial channel. As a result, the rv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but was not received.